Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-sep-2023. H6: investigation summary it was reported a syringe was found to have condensation at the tip of the syringe within the sealed package. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. There were no droplets from condensation or an excess of silicone. A device history record review was completed for provided material number 309653, lot 3096917. The review revealed there were no related quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed, and a probable root cause could not be offered.

Event description:
It was reported that the 50 ml bd luer-lok¿ syringe sterile, single use had moisuture on the surface. The following was received from the initial reporter: problem information syringe found to h ave condensation at the tip of it withing the sealed package. Lot within pharmacy reviewed and quarantined. No adverse event reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 50 ml bd luer-lok¿ syringe sterile, single use had moisuture on the surface. The following was received from the initial reporter: problem information syringe found to h ave condensation at the tip of it within the sealed package. Lot within pharmacy reviewed and quarantined. No adverse event reported.